Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors. Dfu-0212-eo: do not disconnect the plug of the remote-control or foot pedal unit by pulling on the cable. Remove it by grasping and pulling on the body of the connector.

Event description:
On 09/18/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump displayed intermittent performance issues during a case. The pressure was initially too high, although it was set correctly, which resulted in an irregular pump function. The team had to switch to a new unit mid-procedure. There were no adverse patient impacts.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.